Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer's blood glucose level at the time of incident was 1100mg/dl. The customer was hospitalized for diabetic ketoacidosis. The customer was treated for the highs at the hospital. The customer states they had received motor error alarm on the device. Troubleshoot was conducted. The device passed testing. The customer was advised to monitor the device and call back if issues persist.